Manufacturer narrative:
An event regarding a partially delaminated ampoule tyvek lid involving a surgical simplex cement pack was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: some interwoven layers of the tyvek lid have separated from the lid and are still attached to the blister seal flange upon opening of the tyvek lid. For the remainder, there is evidence of a good seal between the tyvek lid and the blister. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the ampoule was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the partial separation of interwoven fibres from the tyvek lid was caused by a strong adhesive seal having formed between the tyvek and the blister seal flange. This partial separation did not constitute tearing in that the tyvek lid remained intact as a single sheet and that as such the sterile barrier and ampoule have remained intact. From the stryker performance testing, age testing and in-process testing there is no evidence to suggest that there is an inherent issue with the materials or the design. No further investigation for this event is required at this time.

Event description:
It was reported that, during a surgery, when a nurse opened the blister pack, the tyvek sheet was delaminated.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a surgery, when a nurse opened the blister pack, the tyvek sheet was delaminated.